Event description:
Pt's father reported, the infusion set's soft cannula is bent and leaky. Pt's father reported on (B)(6) 2011, he changed the infusion set completely and the pt's blood glucose level was 135 mg/dl. Father stated at 12:50 pm, the pt's blood glucose level was 125 mg/dl, he ate and the father administered 0.6 units of insulin via the infusion device. Father reported at 1:30 pm, the pt ate, had a blood glucose level of 233 mg/dl and he administered 1.5 units of insulin via the infusion device. Father stated at 5:30 pm, the pt's blood glucose level was 573 mg/dl, he changed the infusion set needle and saw the soft cannula was bent and leaky. Father reported at 6:10 pm, the pt's blood glucose level was 484 mg/dl. Father stated, he was able to get the pt's blood glucose under control by himself. Pt's normal blood glucose range was not provided. Father reported, he disposed of the alleged infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the original infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.